Event description:
One patient sample with discrepant magnesium results. Initial result 2.7 mg/dl, repeat gave 1.5 mg/dl. Initial result was not reported. The field representative found a problem with probe r2. He replaced the r2 probe mechanism. Performance tests performed which were within specification.